Manufacturer narrative:
H11: in february 2027, the semdr for this event was submitted erroneously as follow up #2. On december 31, 2024, an email was received from the FDA problem report specialist/MDR data systems team notifying bd of the missing follow p #1.this supplemental will be considered follow up #1 to allow for the processing of the previously submitted follow up #2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven days after placement the patient experienced infection issues. The PICC was removed and the bacteria staphylocoque epidermitis was found within the PICC line. No other information was provided. This report addresses patient two.

Event description:
Per the facility, the infection occurred in the inpatient setting. The dressings on the PICC was not customarily changed 24 hours after placement. The facility did not use biopatch on the PICC dressings. The infection was confirmed by blood cultures. The PICC was used for either tpn or antibiotics. The facility has since organized hospital wide education for the nursing staff on care and maintenance of piccs.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
H11: follow up #1 was submitted with reference to february 2027 in the h11 narrative. This supplemental is to correct that date to february 2017. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reas1643 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (reas1643) have been reported from the same (B)(6) facility.

Event description:
It was reported that seven days after placement the patient experienced infection issues. The PICC was removed and the bacteria staphylocoque epidermitis was found within the PICC line. No other information was provided. This report addresses patient two.